Manufacturer narrative:
Investigation results found corrosion in the attachment which may have resulted in the reported leak. The instruments for use include operating and maintenance instructions for effective product use.

Event description:
It was reported that the attachment was found to be leaking a reddish substance. This occurred in the sterile processing dept. There was no pt involvement or report of any adverse consequences with this malfunction.